Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 664588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, live birth and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis") and cyst ("cysts"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy, lysis adhesions, left ovary cystotomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and endometriosis outcome was unknown. The reporter considered cyst, endometriosis and pelvic pain to be related to essure. The reporter commented: plaintiff underwent partial hysterectomy on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: conclusion: status post essure procedure with bilateral tubal occlusion as described. Normal uterine cavity. Concerning the injuries reported in this case, the following one were described in patient¿s medical records : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 664588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, live birth and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis") and cyst ("cysts"). The patient was treated with surgery (laparoscopic supracervical hysterectomy,bilateral salpingectomy, lysis adhesions, left ovary cystotomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and endometriosis outcome was unknown. The reporter considered cyst, endometriosis and pelvic pain to be related to essure. The reporter commented: plaintiff underwent partial hysterectomy on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: conclusion: status post essure procedure with bilateral tubal occlusion as described. Normal uterine cavity. Concerning the injuries reported in this case, the following one were described in patient¿s medical records : pelvic pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.